Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was undersensing true intrinsic. Boston scientific technical services (ts) confirmed by looking at intrinsic amplitude measurement of rv since there are some down at 1.6mv but sensitivity was at 2.5mv. Ts recommended to change sensitivity so to prevent pacing on a t-wave. This device remains in service. No adverse patient effects were reported.